Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. Model# and lot# of coils involved:model# lot# dom expirationpc-3-8-helix 9448077 05/26/2011 05/01/2014 (5 ea)pc-2-8-helix 8469482 04/21/2010 04/01/2013 (5 ea)(B)(4)

Event description:
Coiling treatment of an aneurysm. Total of 10 coils were used. It was reported that one of the coils could not be detached during procedure and was successfully removed from the patient. No patient injury reported.